Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the prograsp forceps instrument was broken and would not grasp. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 10-may-2022: the prograsp forceps instrument would not grasp and would not hold tight. The ports were placed when the issue occurred. The instrument was inspected prior to use and no damage was noted. There was no allegation of a fragment falling into the patient. The instrument did not collide with other instruments or other hard materials. The wrist was straightened upon final removal through the cannula. The surgical staff did not feel any resistance upon removal of the instrument through the cannula and did not notice any damage to the cannula or the instrument after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No image or video of the procedure was provided for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the severely bent grip to be related to the customer reported complaint. The prograsp forceps instrument was found to have a severely bent grip, causing side to side misalignment of the grips. There was a 0.033¿ offset at the tips. The root cause of the severely bent instrument grips -tips is typically attributed to mishandling/misuse such as excessive force applied to the instrument jaws. An additional observation not reported by the site was also identified. The prograsp forceps instrument was found to have the grip pin dislodged at the distal end and the root cause of the dislodged instrument grips pin is attributed to manufacturing. A review of the instrument log for the prograsp forceps (part number 471093-11/ lot number k11211004 0361) associated with this event has been performed. Per logs, the prograsp forceps instrument was last used in a procedure on (B)(6) 2022 via system sk4107. The alleged instrument had 1 use remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sk4107. No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction based on the following conclusion. Failure analysis confirmed the instrument's grip pin was dislodged. The prograsp forceps instrument is designed with a grip pin on the distal end allowing articulation of the instruments assemblies they are holding together and is secured to the device by swaging. If the pin is not properly fused together, the pin could become dislodged and fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.